Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm and the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses. Reportedly the abdominal aneurysm size at the time of initial treatment was 60 mm. At the most recent follow-up examination, the abdominal aneurysm size was reported as 80 mm. Endoleaks were not identified and the cause of the aneurysm enlargement was reportedly unknown. On (B)(6) 2023, reintervention was performed. Intraoperative angiography showed no specific endoleaks, but the proximal neck dilation was confirmed. Therefore, an additional stent graft was implanted into the proximal side. During reintervention, a left internal iliac artery aneurysm (50 x 45 mm) was identified, which was untreated at the index procedure, stent grafts placements and coil embolization were performed. Final angiography showed no endoleaks, and the procedure was completed.